Event description:
It was reported on 04/28/2016 that the patient has high lead impedance. When the patient was referred for x-rays, a lead fracture was seen. The patient is also in the hospital due to an unknown reason, and it isn't clear how long she was in the hospital. It was also noted that the patient had pain in her neck. It was unknown when these events began. The device was disabled. Surgery has not occurred to date.

Event description:
The generator and lead were received for analysis on 10/26/2016. Product analysis for the lead is still underway. Product analysis for the generator was completed and approved on 11/18/2016. Review of the data downloaded from the pulse generator shows an indication of increased impedance; the ¿diagvinitialprechange¿ value of 7014 ohms, the ¿diagvinitialpostchange¿ value of 4986 ohms, and the time of change detection (B)(6) 2016 explant (B)(6) 2016 various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient was seen by the physician and the patient needs to be replaced as there is high lead impedance showing 5514 ohms. Generator is disabled since 2012. It was stated the generator and lead will be changed but no surgical intervention has occurred to date.

Event description:
Product analysis for the lead was completed and approved on 11/21/2016. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis discoloration was observed on the connector pin quadfilar coil and the coil appeared to be broken approximately 12mm from the electrode bifurcation. Extensive pitting which prevented identification of the coil fracture type and evidence of electro-etching and residual material on the surface was present. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present.

Event description:
The patient had a full system replacement on (B)(6) 2016 due to the high lead impedance. The explanted devices have not been received to date.